Event description:
The patient wanted her pump increased, but her hcp was out of the country until (B)(6) 2012. Patient reported that the hospital will not increase the dose in the ER. The patient was also taking oral medication.

Event description:
Additional information: it was reported that patient experienced pain in her legs, back and pelvis. Patient thought that the pump was beeping, but she was not due for a refill. Patient experienced other thoughts of someone had placed a webcam in her home and was tracking her; someone controlling her pump to cause her additional pain or another chip/device that was implanted in her.

Event description:
Additional information received reported that the prialt that was in the patient¿s pump ¿wasn¿t getting it¿. The patient asked the healthcare provider (hcp) to change medication but the hcp explained "that sometimes prialt takes a little longer with some people". It was also reported that the patient¿s other hcp never heard of prialt being used for chronic pain. The patient was also told at that time that each time they made a cut or incision on any section of the body where the patient had been electrocuted before the pump, it made for a longer recovery due to the pain. It was noted that the patient disliked recoveries due to "struggling with pain". It was later reported the patient had not been seen by their hcp since (B)(6) 2011. The patient had an appointment in (B)(6) 2012 however the reason for the appointment was not provided and the patient was a no show. As of the date of this report, the patient no longer had prialt in her pump. The last time prialt was in the pump was (B)(6) 2012.

Event description:
Additional information received reported that the healthcare provider (hcp) on file reported ¿no longer my patient,¿ and the new hcp was ¿unknown.

Event description:
Additional information was reported that patient state she requested the health care provider to shut off ptm in the summer of 2012 because the prialt wasn't working. As the date of this report, the patient had morphine in the pump. The patient was refilled on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: unk; ptm programmer model: 8835, serial#: (B)(4).

Event description:
It was reported that patient experienced numbness in head and back since stimulator was removed and pump was implanted. Patient also "hears radio and voices through the pump," however per the healthcare provider (hcp) it isn't related to device. These issues have not been resolved and patient desired removal of the device. Drug delivered via the device was prialt. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The patient was experiencing excruciating pain from the pump site down through the right buttock and thigh to the knee as well as in the vaginal area. It felt "like someone was digging into her back" and there was a pushing/pressure in the back. The pain sensation was worse when the patient was going to bed. The pump was located in the left rib area and the patient wasn't able to sleep due to the discomfort. She was in a lot of pain and was a little depressed. The patient saw her physician the previous tuesday and she was told that they did not believe the pain was due to the pump. An MRI was ordered (results not provided). It was also noted that the patient had a spinal cord stimulation system.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-19, information received from the consumer reiterated the previous reports that the pump never worked. Indications for use included non-malignant pain and other chronic/intractable pain (trunk/limbs). It was also reported that the pump had also been used to deliver dilaudid and fentanyl (lot number, concentration, dose, and dates of therapy were not reported). Additionally, the patient stated the their healthcare provider (hcp) had left out of state and they could not find another hcp to take the pump out. No additional information was able to be collected; the consumer refused to provide additional information and previous follow-up attempts with the implanting hcp revealed that the patient was no longer a patient of theirs.

Manufacturer narrative:
Product problem is also applicable to the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported when the patient¿s pump was first implanted the prialt gave her no pain relief/didn¿t do anything for the patient. It was noted to have been like taking aspirin.